Manufacturer narrative:
D2b: product code - lit e1- initial reporter facility name: (B)(6) hospital g4: PMA/510(k) # field on 3500a form - k141597. Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A partial balloon circumferential tear was identified located approximately 8mm proximal of the distal balloon markerband. Visual examination observed no damage to the tip of the device. Visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
Reportable based on device analysis completed on 21nov2024 it was reported that balloon leak occurred. A 6.0 x 40, 135cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon was delivered to the lesion site along the v18 guide wire, the contrast medium was injected, and the lesion site was developed. When the balloon was pressed to 10 atm, it was found that the balloon leaked and could not be opened. A visible pinhole noted on the balloon material which contributed to the leak failure was unknown. The device was removed without any problem, and the procedure was completed with another of same device. There was no patient complications reported, and the patient condition following procedure was stable. However, device analysis revealed that a partial balloon circumferential tear was identified.